Event description:
It was reported that the patient was frequently charging the ipg and was no longer able to turn the stimulator back on. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.